Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a pericardial effusion which led to a pericardiocentesis procedure. It was noted that the patient has a thin heart wall and the physician felt that where the lead was placed may have contributed to the effusion. At this time the lead remains in service and no adverse patient effects were reported.